Manufacturer narrative:
On 18 jan 2019 (B)(6): user facility form (B)(4) was attached to record and information was added to supplemental report.

Event description:
Medwatch form states the following: "the patient reported "it is not working anymore." The patient was described as having chronic low back pain that extended into the right lateral l eg and ankle. The patient was followed regularly by a pain clinic and the stimulator representative. She uses a cane to assist with ambulation. Battery is placed at the left flank. On (B)(6) 2018 the patient underwent surgical procedure for "exchange of spinal cord stimulator battery at left flank" the neurosurgeon's documentation was as follows: "using scissors and pickups the scar tissue around the old battery was removed taking care that the leads were not damaged. Once the battery was completely removed from its pocket the lead was separated and then connected to a new proclaim elite battery." No complications were reported during the surgery."

Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient failed to charge the ipg as recommended. As a result, the ipg was deemed inoperable. The patient underwent surgical intervention wherein the ipg was explanted and replaced. Effective therapy was established post operatively.

Manufacturer narrative:
Method, results, and conclusion codes were updated based on returned product analysis.